Event description:
The customer reported via phone call that the insulin pump was lost and now found. Customer's blood glucose was 132 mg/dl. The customer was advised that warranty will be placed on cot pump and will return the original insulin pump under warranty within 14 days. The customer was advised that he can keep cot a;nd return the original insulin pump. The customer was informed how to return the device.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.